Event description:
The customer reported a vent inop condition, da pcba adc failed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 04/28/2015. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported a vent inop condition, da pcba adc failed. There was no reported patient involvement.